Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed a fault code for low voltage which projected the battery's remaining capacity. Boston scientific technical services (ts) discussed the mechanism behind fault code. Also, ts stated that they can obtain save to disk and advised that the device needs to be explanted. This ICD remains in service. No adverse patient effects were reported.